Event description:
It was reported that the attempted right ventricular (rv) lead exhibited undersensing and high thresholds. The physician subsequently moved the lead multiple times and a perforation occurred which caused the patient discomfort and hemodynamic changes. A pericardial effusion and cardiac tamponade then ensued. The lead was removed. A cardiocentesis was performed and a pericardial catheter was placed to drain the effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found.